Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged hw: usb port - not charging issue was verified, but the hw: usb cable-not charging issue could not be verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. Additionally, the customer received a power source alert while using the tandem-provided usb cable. There was no reported adverse effect to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate usb cable. The customer continued to use the pump for insulin therapy.